Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information obtained from medtronic stated that customer stated pump issue with motor and the pump did not successfully pass displacement verification test. The pump will be returned for analysis and will be replaced.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged motor error alarm found on 13-may-2022. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.8750 inches. No unexpected motor error alarm noted during the testing. Successfully downloaded history files and traces using thump. Insulin pump was cut open to perform visual inspection and found corrosion on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Slight corrosion was also found on the battery tube assembly. Pump error 130 alarm was recorded and found in the formatted history file on: (B)(6) 2022 14:21:10.000, (B)(6) 2022 14:27:28.000 (B)(6) 2022 14:58:21.000, (B)(6) 2022 14:58:55.000 pump error 43 alarm was recorded and found in the formatted history file on: (B)(6) 2022 14:23:28.000, (B)(6) 2022 14:28:18.000 (B)(6) 2022 14:30:23.000, (B)(6) 2022 14:31:07.000 (B)(6) 2022 14:31:33.000, (B)(6) 2022 14:32:57.000 (B)(6) 2022 14:36:20.000, (B)(6) 2022 14:39:01.000 (B)(6) 2022 14:53:44.000. No pump error 37, 38, 39, 41, 42, 79, 80 and 82 alarm on the formatted history file noted. Pump error 130 alarm and pump error 43 alarm due to corrosion on the pcba1, pcba2 and motor assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Motor error alarm or pump error 130 alarm and pump error 43 alarm were confirmed. Motor error alarm or pump error 130 alarm and pump error 43 alarm due to corrosion on the pcba1, pcba2 and motor assembly noted. During visual inspection, corrosion was found on the force sensor and vibrator assembly noted. ¿slight corrosion was also found on the battery tube assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.